Event description:
A pharmacist called on behalf of a pt. The pharmacist alleged the pt's contour meter read 96 mg/dl, while a lab test read 22 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The pharmacist did not have time to continue the call. No product will be returned.

Manufacturer narrative:
A meter serial number and product code were not obtained because the caller did not have time to provide that info, so it was not possible to determine the 510k number or manufacture date.